Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image when shaking the defective printed circuit board. And e110 was reported due to defective 170 power supply unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus personnel reported on behalf of the customer that the video system center video connector was loose, resulting in flickering image. There was no report of delays or patient sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the image would not display due to failure of the video connector. Based on the results of the investigation for phenomenon two, it is likely that the error code e110 occurred due to failure of the power unit. Olympus will continue to monitor field performance for this device.